Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that experienced a communication failure. The technical support specialist (tss) found reported communication failure was not present during troubleshooting. Tss verified connectivity by checking sync status and heartbeat information, confirming that all were current. No disconnection alerts were observed. The specialist then contacted the customer via email, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device was not communicating. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.